Event description:
This case was reported by a consumer and described the occurrence of nerve damage in a (B)(6), male, pt, who received super poligrip free denture adhesive cream (B)(4) and super poligrip original denture adhesive cream ((B)(4)) over a period of 12 yrs for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the pt started the formulations of super poligrip. Approx 6 yrs after starting super poligrip, the pt experienced nerve damage, numbness in hand, numb feet and neuropathy. This case was assessed as medically serious by gsk. Treatment with super poligrip formulations was discontinued. At the time of reporting, the events were unresolved. The customer reports using super poligrip original and super poligrip free for approx 12 yrs and the symptoms appeared approx 6 or 7 yrs prior to this report.

Manufacturer narrative:
Super poligrip is manufactured in (B)(4). The lot number for super poligrip free is known while the lot number for super poligrip original is not known. It is unk whether the products will be returned for quality assurance testing. (B)(4).